Event description:
Customer reported hospitalization due to high blood glucose readings of 530 mg/dl and stated that the blood glucose readings increased to 700 mg/dl. Customer stated that they have been experiencing high blood glucose readings for several days and was advised to go to the emergency room by her health care provider. Customer stated that they woke up with blood glucose readings of 380 mg/dl and they had increased to 480 an hour later prior to the hospitalization. Customer was treated with manual injections and fluid at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Air bubbles were not in the tubing. No delivery alarms were noted in the alarm history. It was also noted that some boluses were stopped because of the no delivery alarms. Customer's blood glucose reading at the time of the call was 386 mg/dl. Customer stated that she was attempting to treat and received a no delivery alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.